Event description:
The customer called and reported that there was insulin in the reservoir compartment of her insulin pump, indicating a possible reservoir leak. Her blood glucose was over 413 mg/dl. The customer was advised to check for leaks and did not notice any, but did notice a bubble. The customer also mentioned the tubing connector was looser than normal. She was advised to monitor blood glucose and make sure there were no leaks or bubbles.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. Please see medwatch report 3004209178-2015-54753 regarding this event.